Event description:
Reported by pt via maude event report. In 2006 - pt underwent hernia repair with mesh. In 2007/2008 - pt developed pain and was diagnosed with another hernia in 2008. In 2008 - pt underwent explant surgery where adhesions were noted. Another mesh (unknown manufacturer and type was implanted) three days later pt was readmitted to hospital and diagnosed with a bowel perforation which pt alleges was from adhesions to the new unknown mesh. Fistulas were also noted. Pt was brought back to the or and an explant was performed of the mesh. Pt developed peritonitis and wound was left open. Pt currently wears a belly band for support. Current - pt alleges he is unable to perform/function as before mesh implant surgeries.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact information included on the maude report, therefore, no follow-up can be made. We therefore consider this report complete to the best of our knowledge.